Event description:
Facility, (B)(6), called stating that the resident alleges that her 5310ivc semi electric bed is very loose and feels as though it is falling part. Facility was advised to move resident to another bed. No injury. The malfunction has not been confirmed.